Event description:
This case was initially received via regulatory authority (ansm, reference number: r2024203) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe, daily, pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("heavy menstrual periods"), fatigue ("extreme fatigue"), affective disorder ("mood disorders") and libido disorder ("libido disorder"), 23 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, affective disorder and libido disorder had not resolved. The reporter considered affective disorder, dysmenorrhoea, fatigue, libido disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: since inserting the essure implant, her life was very complicated, it impacted her life very negatively. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe, daily, pelvic pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual periods"), menorrhagia ("heavy menstrual periods"), fatigue ("extreme fatigue"), affective disorder ("mood disorders") and libido disorder ("libido disorder"), 23 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, affective disorder and libido disorder had not resolved. The reporter considered affective disorder, dysmenorrhoea, fatigue, libido disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: since inserting the essure implant, her life was very complicated, it impacted her life very negatively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.